Event description:
It was reported the customer experienced a low blood glucose event the night prior. The customer began to vomit as a result of their low blood glucose. The customer declined to troubleshoot for their low blood glucose. Customer also may have a hernia. Customer also could not recall if they filled their cannula. Customer's blood glucose was 110 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.